Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported by a hologic representative that during a myosure tissue removal, after a fluid bag change, the fluid deficit rose from 700ml to 1150ml. It was unknown if the increase was due to air or a kink in the tubing during the bag change or if a uterine perforation was present. The procedure was stopped. The physician did not believe there was a perforation, but no verification was done for confirmation.